Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus¿ extension set, pressure rated maxplus¿ needle-free connector the set would not flush. There was no report of patient impact. The following information was provided by the initial reporter: extension set will not flush.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 27-dec-2022. Investigation summary: one sample (model #mp5301-c) and one 10ml sodium syringe were returned by the customer. It was reported by the customer "extension set will not flush." The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was connected to and attempted to be flushed with water using the returned syringe. The fluid would not move through the tubing just after the maxplus. The tubing was examined under magnification where an occlusion was observed. A quality notification was sent to the manufacturer. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. A device history record review for model mp5301-c lot number 22109382 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd maxplus¿ extension set, pressure rated maxplus¿ needle-free connector the set would not flush. There was no report of patient impact. The following information was provided by the initial reporter: extension set will not flush.